Event description:
A caller reported a malfunction on their pump, indicated by a malfunction code. There was no reported impact to the customer's blood glucose level. The technical support team provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump for insulin therapy.